Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional tests could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported that the buttons on the insulin pump's keypad were no longer responding. Customer stated that the insulin pump had been dropped the day before the call. Blood glucose level was 260 mg/dl, which the customer treated with a bolus. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.